Event description:
Boston scientific crm received information that the right ventricular lead was exhibiting high threshold measurements and poor r wave morphology without an adequate safety margin. The device was programmed to maximum output. The sales representative was describing electrogram strips without surface activity that had the following presentation vp-(vs) and a second presentation of vs-(vs) with the as lined up with the first vs. Technical services (ts) discussed that it could be any of the following situations: suspect loss of capture or as-vs on top of each other would indicate far-field oversensing. Ts suggested a chest x-ray to verify lead position, although all other diagnostics were normal, and to discuss further course of action with the physician to ensure appropriate pacing for this patient.

Manufacturer narrative:
Attempts have been made to retrieve additional information regarding resolution to the reported occurrence. To date, no response has been communicated to boston scientific crm. Additional information was received that this device was later explanted for normal battery depletion. The device was retained by the hospital and was not available for return for reliability analysis.